Event description:
It was reported that there was leakage at the filter where a very small hole was present while in use on a patient. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Manufacturer narrative:
Customer response was attached with a receipt date of 22-jun-2022 indicating the drug being infused was blinatumumab (blincyto).

Manufacturer narrative:
Other text: g3: report source: healthcare professional. H6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Functional testing found the sample does not contain any leaks. The complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).